Event description:
It was reported that the patient never had therapeutic effect. It was not helping, but was just implanted yesterday. The patient wasn¿t familiar with the controller. Stimulation was on set at 1.0v on program 3 and the patient increased stimulation to 2.4v. The patient was going try this setting and see if it helped their symptoms. An hour later the patient couldn¿t get the programmer to work right. The patient could feel the pulsing at 2.4v and was told it would go away in about 10 minutes, but they could still feel it. The pulsing sensation wasn¿t too bad and seemed comfortable. The patient was going to have a colonoscopy in 3 days. Three days later the patient still had no improvement and was still going every 1 to 1.5 hours. The patient had a loss of bladder control. The patient did not have their post-operative appointment scheduled yet and the patient would call their health care provider¿s (hcp¿s) office to schedule one. The patient tried calling their hcp¿s office and was waiting to hear back from them. The patient wanted to know what they should do with their patient programmer. The patient did not have concerns with their device or therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va03gdr, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).